Manufacturer narrative:
Concomitant products: 6949-58 lead, implanted: (B)(6) 2006; d334trg ICD, implanted: (B)(6) 2013; 4193-78 lead, implanted: (B)(6) 2006.

Event description:
It was reported that upon opening the device implant site, the right ventricular (rv) pace/sense low voltage lead and the high voltage shock coil lead had insulation tears and shredded insulation. Both of the leads were capped and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.